Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed due to unspecified reasons; however, upon analysis of the returned components, multiple findings were identified. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump did not pass the inflation and activation tests. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The fist cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole in the outer tube and broken fabric threads from krt wear in the proximal end of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder. The outer sleeve was detached from krt wear. Both cylinders had a bulge when inflated with syringe. Based on the information available and analysis results, the hole noted in the second cylinder, the bulge identified in both cylinders, and the pump not passing functional evaluation, could have caused or contributed to the device being removed.